Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis found that device failed uplink functional testing due to the cable being out of electrical specification. It was also noted that the top cover was broken and the label backing was missing. Product ID 2090 programmer; product ID 229047 analyzer.

Manufacturer narrative:
Further review prompted a change in the device analysis results.

Event description:
It was reported that the programmer was being updated with the software but someone turned the programmer off and there was an error message. Technical support (ts) had the caller duplicate the error and disconnect all peripherals and power on. Ts suggested that the caller run the service disk when possible or return for repair if not cleared. The programmer and radiofrequency (rf) head were returned for repair. Both products were analyzed and tested out of specification. There was no patient involvement.